Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic assisted vaginal hysterectomy procedure, after the sealing was completed, the device was difficult to remove from the ligament because it was stuck. They gently removed the device from the ligament. The handpiece was cleaned when they used it the first time. An end tone was heard but no re-grasp alarm. A new device was used to complete the procedure. There was no patient injury.